Event description:
The service repair technician (srt) reported that during routine testing of the device at the service center, the perfusion system was not working. This is a demo unit at the subsidiary service center that was being repaired and preventive maintenance (pm) performed to provide a replacement system for the customer. There was no patient involvement.

Manufacturer narrative:
This complaint is related to MDR #1828100-2015-00036. The customer mentioned the reported issue in an e-mail to the manufacturer's import/export team when they were discussing a parts order.